Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display screen was blank. It was noted that audio tones and vibrations were functional. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/22/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/08/2014 with the following findings:during testing, the pump powered on with audio tones and vibrations functional. The display was found to be blank. The pump was opened and the display screen was found to be cracked.